Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, and the right ventricular (rv) lead exhibited high impedances, noise, and oversensing, resulting in inhibition of pacing. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.